Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified upper left arm. A 8.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at an unknown pressure for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient injury reported and the patient was in good condition.